Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis reported observation confirmed. Upon receipt at our post market quality assurance laboratory, a shorted wand capacitor was identified. The wand capacitor was shorted or burned due to excessive current flow. Additionally, a burned transistor was visually confirmed on the inductive controller daughter board.

Event description:
Boston scientific received information from a patient family member that the communicator wand emitted a spark of fire. No adverse patient effects were reported. The communicator was replaced.